Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed a functional ECG fall-off test. The cause for the failure was isolated to an open +5v wire in the ECG c and d cable section. The cable had been cut, damaging the wire. The root cause for the open wire was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ECG electrodes.